Manufacturer narrative:
The tip of the expedium quick connect driver was sheared off and the outer sleeve had minor thread damage. A review of the DHR identified no issues identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. No definitive conclusions can be made as to the cause of instrument tip breakage. However the screw that was involved in this event may have been subjected to higher than anticipated torque values which may have resulted in driver tip breakage. At this time, the complaint is considered to be closed.

Event description:
The tip of an expedium screwdriver is reported to have broken off from the instrument during viper cortical fixation screw insertion. The surgeon then experienced difficulty removing the screw using several removal techniques including the helicopter method without success. The surgeon went on to use the screwdriver with the broken tip and the head of the cortical fixation screw separated from the screw shank. A broken screw removal set was used to remove the screw from the patient. The event resulted in a thirty minute extension to the surgical procedure. This report is being filed for the expedium screwdriver. See mfg medwatch report no. 1526439-2012-12932, for the viper cortical fixation screw that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.